Manufacturer narrative:
Updated field: d4, d9, g3, g6, h2, h3, h6. H11. The mayfield composite series skull clamp (a3059) was not returned and customer has advised that they will not be returning the unit; therefore, failure analysis cannot be completed. Device history record (DHR) review - product serial number information has not been provided; therefore, the device history record (DHR) could not be reviewed. The complaint description indicated that the skull clamp was used on a 3-year old patient. Additional precautions should be taken when using the skull clamp on children. An optional child¿s rocker arm is available for the skull clamp as are pediatric skull pins. Improper or suboptimal placement of the skull clamp can result in slippage or movement of the patient¿s head. The a1117 IFU provides the following warning: "mayfield skull clamp fixation devices are not recommended for use on children under five (5) years of age and extreme caution should be exercised in pediatric cases because of the thin skull." Since the unit was not not returned for evaluation, the definite root cause cannot be identified. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient was positioned prone for the operation and a mayfield headrest (a1117) was applied. During the procedure, respiratory pressures increased, and upon review of the patient's positioning by the medical staff, it was observed that the head had slipped, causing a kinking of the endotracheal tube. The excessive angle caused difficulties with ventilation and maintaining gas exchange (risk of hypoxia and hypercapnia); therefore, the patient's head was repositioned. There were no adverse effects on the patient.